Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose at time of incident was 600 mg/dl and customer's blood glucose was 340 mg/dl. The customer was assisted with troubleshooting and declined to continue pump troubleshooting. Customer will not return device for analysis.